Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during flushing, a chronic catheter was allegedly leaking externally at the clamps site prior to patient use. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a review of the DHR for product 0600650 (hickman 12.5 fr tl & pik) lot hucv0524 was performed. This lot was inspected per applicable finished production/ inspection procedures and it passed all inspections. Investigation summary: the sample returned for evaluation was one 12.5 french triple-lumen hickman catheter. Visual, tactile, microscopic, and functional evaluations were performed of the physical sample. A split was observed in the red-luered lumen, just distal to the trifurcation. The catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). Damage was also observed at the distal end of the catheter, which appears to be tool damage and likely contributed to the observed burst damage. Therefore, the investigation is unconfirmed for external leak/break/split without embolism and confirmed for external burst without embolism. Over-pressurization (burst) damage can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion. The observed features of the split are characteristic of a burst. However, the definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. (Baw0713603, rev. 0).

Event description:
It was reported that during flushing, a chronic catheter was allegedly leaking externally at the clamps site prior to patient use. There was no patient contact.